Manufacturer narrative:
The field service engineer (fse) evaluated the instrument and found the tip clamp, plunger clamp, and "black" sleeve stuck in the reported problem area of the pipette assembly. The "sticky" parts were replaced, two tip clamps, two plunger clamps and two collet assemblies. All plunger clamps were removed and inspected. The instrument was tested without further problem and returned to service.